Event description:
It was reported that customer "is experiencing an issue where the pump is telling her there is no insulin in it after she plugs it up during her showers". There was no reported adverse impact to customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.